Manufacturer narrative:
Concomitant medical products: double lumen PICC;non-bd used microclave; td (B)(6) 2019. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Additional patient information: (B)(6).

Event description:
It was reported that the tubing set leaked around the filter after a prn medication was administered via the medication line located in the patient's left leg.

Manufacturer narrative:
The customer¿s report that the tubing set filter leaked was confirmed to be from the filter weld line. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. No anomalies were observed anywhere on the set during initial visual inspection. During functional testing the set leaked from the side weld line. Closer inspection of the filter under a lab microscope observed no tool marks or scratches.. No further testing could be performed due to the leak. The root cause of the filter weld line leak is due to a supplier manufacturing error.

Event description:
It was reported that the tubing set leaked around the filter after a prn medication was administered; via the medication line located in the patient's left leg. No additional information is available.